Manufacturer narrative:
Per the instructions for use (IFU), thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause for the reported valve thrombosis cannot be confirmed; however, it may be related to patient factors (cancer and inability to tolerate anticoagulation) and to the mechanisms described above. Valve thrombosis is listed in the instructions for use for the tavr procedure and are known potential risks associated with the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 1 year and 1 month post implantation of a 20 mm sapien 3 valve, persistent valve thrombosis was noted. A non-edwards transcatheter heart valve was implanted to treat the thrombosis (valve in valve). The patient's gradients decreased from approximately 20s mmhg to 5 mmhg. The patient is stable. Five months post implant leaflet thrombosis was discovered and the patient was treated with coumadin. A CT performed at 5 months revealed frozen right and non-coronary aortic valve leaflets. The patient had bleeding issues while on anticoagulation, therefore the coumadin was discontinued. The thrombus persisted and mean gradients were measured in the ~20¿s (mmhg). A decision was made to implant a 23 mm non-edwards tavi inside the 20 mm sapien 3 valve. Upon review of records (patient fact sheet), mean peak gradient measured 25.3 mmhg, mean gradient 14.1 mmhg 1 day post procedure, peak gradient measured 38.3 mmhg and mean gradient 16.6 mmhg at 37 days post procedure, peak gradient measured 35.8 mmhg and mean gradient 18.3 at 114 days post procedure, and a peak gradient measured 43.5 mmhg and mean gradient 22 mmhg at approximately 11 months post procedure.